Event description:
According to the info the customer inserted one of the catheters and did not check the tip like they normally do. When customer pulled the catheter out customer started to bleed. The olive tip was cut way off.